Manufacturer narrative:
The recipient was treated with IV ceftriaxone for three months.

Manufacturer narrative:
The external visual inspection of the device revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical tests performed. The device was explanted for medical reasons. The device passed the tests performed. This older configuration is not currently manufactured.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient infection has reportedly resolved. This is the final report.

Event description:
The recipient reportedly experienced pain and an infection at the implant site. The fibrous capsule was removed and the recipient's device was explanted.